Event description:
Pt had urology surgery and noticed in the post-op period that they were missing the pin from the jp bulb. When r.n. Assessed, she noted the plug that is inserted into the jp bulb to create suction was missing. A new jp bulb was put on. Rn stated plugs have broken or come off on 3 or 4 pts over the last several weeks, requiring replacement of jackson-pratt bulb to be able to activate jp drain and maintain a closed system.